Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that incorrect manifest refractions were entered into the ldd. Bcva values for the patient were 20/20 throughout the course of the light treatment. After the lock-in#1 visit ((B)(6) 2022), the surgeon decided to explant the lens and implant a new lal with the same 21.5d power on (B)(6) 2022. The explanted lens (sn: (B)(4)) is currently undergoing evaluation by rxsight. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted due to incorrect manifest refraction (mr) values being entered into the ldd during light treatments. Rxsight's first awareness of the event was on (B)(6) 2022.